Event description:
It was reported that the patient underwent a catheter revision. The patient had experienced withdrawal symptoms. The physician had planned to program boluses for the patient and stated that if that did not help the patient's symptoms; they would do another surgical catheter exploration. The patient was admitted to the hospital. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).